Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display window. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and a cracked reservoir tube near the reservoir tube window.

Event description:
Customer reported experiencing low blood glucose level of 49 mg/dl, treated by drinking juice. Customer also reported, the buttons on the insulin pump were not working. Customer stated he was at a water park and the device got wet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.